Event description:
The complainant alleged that during in-service training by a zoll sales representative that the device displayed a "noisy ECG" and "electrodes off" message. The complainant indicated there was no pt involvement with this reported incident.